Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the right ventricular (rv) channel. Review of device memory noted the noise was oversensed, leading to pacing inhibition with a period of asystole greater than two seconds. During patient maneuvers, noise could be reproduced. However, testing was unable to confirm whether the noise was related to the implanted competitor lead or this device. No adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed and will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequent information was received that this device reached elective replacement indicator (eri) approximately one year later. The device was explanted and replaced. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.